Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding procedure, of a male patient. According to the complainant, during preparation of the device, it was found that the tip wire was kinked and broke off the bander. A second speedband superview super 7 multiple band ligator was used to complete the procedure. No complications or injury to the patient were reported as a result of this event. The patient's condition post procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.